Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen needle electrode was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the leveen electrode was inserted in the vessel and the tines were extended without any issues. The generator started to deliver energy and indicated that roll-off was achieved within seconds; however, no ablation had occurred. The electrode was removed and another leveen needle electrode was used to complete the procedure without any issues. There were no patient complications reported as a result of this event.